Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor was blocked, seized and rough running. Therefore, the reported condition was confirmed. It was further determined that the device was in bad shape, motor was jammed, control unit was worn out and the mechanics were corroded. The assignable root cause was determined to be due to strain/wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor on the battery reciprocator device was blocked, seized and rough running. It was further observed that the device was in bad shape and the mechanics were corroded. This event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.